Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device issued a "shock advised" prompt for a rhythm they believe was non-shockable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Correction: this supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. It was determined that the device advised shock on a patient that had a regained a pulse. Continuing to use the device on a patient that has regained a pulse is a contraindication with the device's indications for use. Indications for use instructs the users to disconnect the device once a patient has a return of circulation. The AED plus does not have the ability to detect whether the patient is conscious, breathing or has a detectable pulse or other signs of circulation. The device will continue instructions to start CPR which may result in a shock advised prompt as analysis intervals will continue. This claim was concluded to be user error. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.